Event description:
Catheter broken after the surecuff when the catheter becomes smaller. No migration, they have removed the device.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.